Event description:
The manufacturer received information alleging a ventilator's internal battery failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The internal battery was replaced to address the issue.